Manufacturer narrative:
Corrected information provided in b.1. And b.2. This event was also a product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An account manager reported on behalf of a facility representative that the cartridge split during insertion and caused the resistance to the insertion to lower which affected the speed and control while inserting the intraocular lens (iol) during an iol implant procedure. The facility representative also reported a possible corneal edema due to stretching of primary incision. There was patient contact but patient harm is unknown at this time. The surgery was completed the same day.